Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that maxzero minibore pressure rated extension sets will not consistently seal when they are screwed onto the catheter hub thereby causing leaks. Even when the connection was tightened the leak still occurred. There was no patient harm or medical intervention required.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any issues. Functional testing was performed and it was observed that the fluid was able to flow through and exit the distal luers as expected with no issues. Pressure testing was performed and no leaks or issues were observed. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the suspect product was not sequestered for failure investigation. The root cause of this failure was not identified.